Event description:
Total knee replacement, constant pain, can't walk.

Event description:
Add'l info rec'd from MFR 10/14/03: the catalog number of the device listed in the medical device report is 1294-32-140. This is a mobile bearing tibial tray component, used in total knee arthroplasty. The manufacturing lot number is unknown. Depuy has not submitted an MDR for this event. Its MDR decision process did not identify this as a reportable event. Initial info indicated that the pt experienced pain after a knee replacement. Later, info was received that the pt would be revised, due to pain, however, no indication of product contribution to the pt's pain has been received to date. A complete complaint history search found that this event is one of only two complaints for this product code (catalog number). Neither event was determined to be MDR reportable.